Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed and found to have broken grip that was completely detached from its base. Conductor wire was also broken and exposed due to grip breakage. The electrical continuity test failed confirming a complete break in the wire, also no signs of thermal damage were observed. The broken grip piece was returned with the instrument. Components adjacent to this broken grip did not show damage. The complaint was confirmed by fa. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, half of the 8mm force bipolar instrument broke off. No fragments fell into the patient. The procedure was completed with no reported injury.